Event description:
Per clinical trial (B)(6): on (B)(6) 2016, patient underwent a revision bilateral augmentation mastopexy using a full vertical and horizontal t incision. 1 piece of galaflex was cut in half and used bilaterally. Concomitant procedures included lipo(suction) and axilla scar revision. On (B)(6) 2016, breast infection was reported. Patient received medication (bactrim and bactroban) and ae resolved without sequelae. Review by medical affairs identifies the infection likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication including infection. Medical affairs has assessed the patient¿s postoperative infection as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. In regards to the infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.